Event description:
It was reported to ventec that the o2 delivery tube portion of the patient circuit (adult, active, heated, oxygen, blue) had separated from the main tubing assembly. There was patient involvement associated with the reported event. Staff at the facility advised ventec that they initially observed that the ventilator's exhaled tidal volume (vte) levels had dropped by 40-60%, as well as changes in other ventilator parameters (high leak, low tidal volumes, etc.). They further advised that o2 delivery was also impacted for patients who were using the internal concentrator. Staff then observed that the patient circuit was broken and changed it out to resolve the issue. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: the facility advised ventec that the broken patient circuit was disposed of following the event. As a result, it is not available for evaluation. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the broken patient circuit (adult, active, heated, oxygen, blue) had been disposed of following the reported event and therefore was not available to ventec for evaluation. However, the facility was able to provide additional patient circuit¿s from their inventory of the same catalog# and lot# as the circuit in this event for examination. The patient circuit¿s were received by ventec and then forwarded on to the supplier for examination. The supplier examined the patient circuits where the reported issue of the o2 delivery tube portion of the circuit separating from the main tubing assembly was confirmed. The supplier observed that the amount of locktite4011 adhesive on the insertion surface of the o2 delivery tube was insufficient, resulting in a relatively weak bonding strength. The investigation determined that the root cause of the reported issue was supplier process due to a lack of adhesive, which created a weak bonding strength.